Event description:
It was reported that the patient had near syncope to syncope. The device exhibited oversensing in the ventricular chamber while the patient was in atrial flutter that caused inhibition of right ventricular pacing. The device was explanted and replaced. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. However, there was a damaged grommet.